Event description:
During a coronary artery drug elutiung stenting treatment procedure stent strut damage occured. The lesion being treated was in the left anterior descending artery (lad). The physician attempted to place a taxus express2 8.8% 3.5x24mm drug eluting stent that was unable to reach the lesion because of stent strut damage. The physician pulled the device out of the pt and completed the procedure with another taxus device. No pt complications were reported and the pt was in satisfactory/good condition.